Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the investigation is based on the event description and the image review only. This complaint was opened due to image review of pr263525, which confirmed the filter was severely tilted with the hook and the neck of the filter extending outside the column of contrast by approx. 8mm demonstrating penetration. Two videos were provided; one demonstrating approximately 18° rightward filter tilt relative to the posterior spinous processes, but with filter legs in normal orientation. The second video from date of retrieval demonstrated 22° rightward filter tilt. The left lateral-most primary filter leg extends approximately 10 mm outside of the column of contrast indicating penetration. The hook of the ivc filter as well as the neck of the ivc filter both extend outside of the column of contrast by approximately 8 mm also indicating that the filter hook is either integrated into the wall of the ivc or has penetrated through the wall. The placement images were not made available for review to determine if the tilt was present at the time of initial placement, or if the tilt developed in the interim. The cause of filter tilt and filter leg perforation is indeterminate, as it is unlikely that the attempted retrieval resulted in the primary leg penetration observed on the latter video due to the vector of forces during retrieval should be opposite of those required to cause a filter leg penetration. However, the hook penetration could have been a product of the attempted retrieval and the cranial forces placed on the filter resulting in the increased tilt and pulling the hook into the wall of the ivc. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. There are adequate controls in place to ensure the device was manufactured to specifications. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the image review demonstrated the filter was severely tilted with the hook and the neck of the filter extending outside the column of contrast by approx. 8mm. The left lateral-most primary filter leg demonstrating penetration of the ivc wall. Patient outcome: unknown.